Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the alarm cable was giving a constant alarm when plugged into the wall outlet. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
Per a good faith effort response received, there was no problem found with the ventilator during device check and that the device never left service.